Event description:
It was reported that the sensor insertion needle was difficult to remove and that the sensor broke. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.